Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, approximately seven years post initial left tka, this (B)(6) y/o female patient was revised due to infection. There was a small posterior bearing surface section of the insert that looks whiter than the rest of the poly. Patient was revised to a size 4x12mm psc insert. There was no breakage of device or surgical delay/prolongation. Patient was in good condition following the insert swap and wash out. The device is not available for evaluation due to surgeon retained poly.

Manufacturer narrative:
H3: as reported, approximately seven years post initial left tka, this 75 y/o female patient was revised due to infection. Patient was revised to a size 4x12mm psc insert. There was no breakage of device or surgical delay/prolongation. Additional information received, indicates that a small posterior bearing surface section of the insert looks whiter than the rest of the poly. Patient was in good condition following the insert swap and wash out. The device is not available for evaluation due to surgeon retained poly. No additional information. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of surgical revision for infection cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition. These devices are used for treatment not diagnosis.